Event description:
The patient's family member called to advise that the characters on pt's display screen are going all different directions and they cannot read them. Family member said that they had recently changed the batteries and the o-ring.